Event description:
Info rec'd indicates when the brake is engaged the head end brake casters would not hold.

Manufacturer narrative:
The tech found that the head end link was missing. The tech installed a brake/steer upgrade on the head end to repair the stretcher.